Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of battery out limit alarm from the insulin pump. The customer's blood glucose reading was 5.7 mmol/l. The customer received multiple batteries out limit alarms when batteries were out of the pump for less than one minute. The customer was not able to clear the alarm. The insulin pump was returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test, occlusion test, self test and a21 error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump was monitored and tested with no unexpected battery out limit alarm noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.